Manufacturer narrative:
(B)(4)

Event description:
On (B)(6) 2017, the lay user/patient contacted lifescan (lfs) USA, alleging that her onetouch ultra2 meter displayed inaccurately high results compared to a laboratory device and a hospital meter. The complaint was classified based on the customer care advocate (cca) documentation. The patient alleged that the subject meter started reading inaccurately high around (B)(6) 2017. She reported that on an unknown date and time, she obtained a blood glucose result ¿40 points higher¿ than a laboratory result and the result on a hospital meter, less than 10 minutes apart; actual results were not provided. The patient manages her diabetes with insulin which she administers via a novolog flexpen. She was unable to say whether she made any changes to her usual diabetes management routine after obtaining the alleged inaccurate results. She reported that on an unknown date and time, she developed symptoms of ¿sweating, a sensation of heat, shaking and very agitated¿. She reported that self-treated her symptoms by consuming glucose tablets. The patient also reported that she was in hospital between (B)(6) 2017; the nature of her hospitalization was not disclosed. At the time of troubleshooting, the cca noted that the subject meter was set to the correct unit of measure and the patient had used an approved sample site to obtain the blood samples. The patient described the correct testing steps and she confirmed that her test strips were within expiry date, had been stored correctly and the test strip vial was intact. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed signs and/or symptoms suggestive of a serious injury adverse event, i.e. Sweating, sensation of heat, shaking and very agitated, after obtaining alleged inaccurately high results on the subject meter.